Event description:
It was reported that during the implant the guide wire was difficult to insert into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/fluid in the distal conductor which created an obstruction. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.